Event description:
On 28th june 2025, rayner received notification from its distributor in the philippines of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that three days post-operatively, the patient reported a significant decline in their vision and could only count fingers.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that three days post-operatively the patient reported a significant visual decline and could only count fingers. On post-op day one the patient achieved 20/20 vision at a distance and on day two the patient's vision remained stable. Rayner has been advised that the healthcare professional has ruled out endophthalmitis as the cause of the vision decline. The patient has undergone a vitrectomy to resolve the visual decline. The additional information received identifies that on opening the product packaging prior to implantation it wad identified that the pack contents were slightly damp; however, the surgeon proceeded to implant the lens. Rayner products are labelled with the warning "do not use if packaging is damaged". Implantation of the lens in this case represents off label use of the device. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. The root cause of the post-operative visual decline cannot be established in this case.